Manufacturer narrative:
Clinical evaluation performed by medical affairs on 03 january 2018: ten months after primary cemented tka, the screw that secures the insert to the tibial tray is found loose on a routine xray. The screw did not get out of its housing and therefore caused no damage at all to the implants. The prosthesis can work perfectly without this additional screw, so no further problems should be expected. One possible cause for screw loosening is insufficient tightening torque at the time of primary operation, though other factors may also play a role. Batch review performed on 19 january 2018. Lot 163362: (B)(4) items manufactured and released on 07 sept 2016. Expiration date: 2021-08-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Primary surgery was performed on (B)(6) 2017. After that the surgeon confirmed the screw was backed out from the insert. The surgeon explanted the screw on (B)(6) 2017.